Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient had a date for surgery to replace their pump due to normal battery depletion and, about 2 months prior to this report, the doctor did a dye study to check the catheter but "they did something wrong" and the patient was overdosed and ended up in the hospital. The doctor also thought that the medication was not helping as much as the amount of the medication should have been. The patient stated that they had been having pain coverage prior to the doctor doing the study. The patient found another doctor to manage their care and that doctor would be doing a dye study "next tuesday". For the past few days, the patient had been having a return of symptoms and even feeling pain from a groin surgery that they had prior to the pump implant, which they had not felt in years. The patient had no falls or trauma and was not due for a pump refill. The patient was wondering if the old doctor may have refilled the pump with something else other than dilaudid. The patient stated that when they saw the new managing physician a few weeks prior to this report, the doctor said that the pump was "about half full". Patient services reviewed elective replacement indicator (eri) and end of service (eos) and redirected the patient to their doctor. The patient was wondering if the doctor could have a copy of his records. The patient was redirected to their hcp. The patient mentioned unrelated medical history, including a groin surgery and groin pain since before they got their pump.